Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6) block e1: initial reporter address 1: (B)(6) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was observed that the trip wire was not secured and the slack was not taken up correctly. The irrigation tube did not have any issues. Additionally, the suture thread was attached to the distal trip wire loop and it was intact. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the the trip wire was not secured and the slack wasn't taken up correctly as mentioned in the IFU (instructions for use), this condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands. Failure to follow these steps can cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6), 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2021*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr (B)(6); phone: (B)(6); (B)(6) university; (B)(6). Block e1: initial reporter address 1: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 15, 2021: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). Distributors name: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6)2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.